Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2017, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pain (seriousness criteria hospitalization, medically significant and intervention required), gastrointestinal disorder ("abdominal problems") and nausea ("nausea"). The patient was treated with surgery (surgery scheduled). At the time of the report, the pain, abdominal pain upper, gastrointestinal disorder and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, gastrointestinal disorder, nausea and pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2017, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pain (seriousness criteria hospitalization, medically significant and intervention required), gastrointestinal disorder ("abdominal problems") and nausea ("nausea"). The patient was treated with surgery (surgery scheduled). At the time of the report, the pain, abdominal pain upper, gastrointestinal disorder and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, gastrointestinal disorder, nausea and pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality-safety evaluation of ptc. No further follow-up information is expected from reporter - case closed at lam. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.